Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). It was then found that, during the MRI, the implantable cardioverter defibrillator (ICD) went into backup operation with no high voltage therapies active as MRI setting was not enabled prior to the scan. Programming changes were made, and the ICD was restored. There were no patient consequences.